Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
On february 2, 2026, the user reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Review of sensor data available in the data management system did not indicate evidence of a system malfunction. The user also experienced a hyperglycemic event, which was documented under a related complaint (MFR#: 3009862700-2026-00345). Analysis showed that most calibrations entered by the user were close to corresponding sg values and followed bg trends; however, some calibrations were rejected due to not using true bg values. Customer care provided education on proper calibration practices and advised the user to continue using the system and to enter additional calibrations as requested. At the time of the interaction, a firmware update was available; therefore, as a proactive troubleshooting measure, customer care recommended that the user perform the update. System reinitialization occurs as part of the upgrade process and is intended to clear the calibration buffer and address potential calibration misalignment. The user successfully located and completed the firmware upgrade and associated next steps. Subsequent monitoring showed improved agreement between bg and sg values following completion of the firmware update and re-link process. The user was advised to continue using the system and to calibrate when prompted. Per data management system review, the system was current with active use at the time of case closure.